Event description:
(B)(4). There were nine patients who had edema in the floor of the mouth and bruising. These nine patients stayed a second night in the hospital. One patient had a nose, palate and tongue suspension that needed an emergency nasoendotracheal intubation to evacuate the hematoma on the mouth floor; the hematoma had caused an obstructed airway. This patient was intubated for three days, he ''recovered well.''

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA. It is indicated that this product issue has resulted in an adverse event and therefore is likely to cause or contribute serious injury if this event were to recur. Device description: the tongue suspension procedure is intended for anterior advancement and suspension of the tongue base by means of a bone screw with attached fused sutures. It is indicated for the treatment of obstructive sleep apnea (osa) and/or snoring. This system enables surgical treatment of tongue- and hyoid-based obstructive sleep apnea. The tongue suspension procedure is indicated for the treatment of obstructive sleep apnea and/or snoring. The tongue suspension procedure can be performed with or without the adjunct hyoid suspension procedure. The objective of this procedure is to advance and stabilize the genioglossus muscle to help prevent it from falling back and occluding the airway when the patient is supine and asleep. A small titanium screw with attached sutures is implanted in the lower mandible, and then the sutures are looped through the tongue to form a hammock that suspends it. Complications associated with the tongue suspension include those associated with other tongue base suspension and advancement methods. These risks include: infection, tongue edema, osteomyelitis, and neurovascular damage due to penetration of the suture passer through the lateral tongue base. Wharton's duct and sublingual salivary gland damage (intraoral approach), damage to the teeth roots du e to incorrect screw placement, relapse or over-correction of the tongue due to incorrect tightening of the sutures, muffled speech and suture breakage.